Event description:
O-arm was used for operating procedure. Scout images were obtained. O-arm would not spin to produce a 3d image. There was a similar horizontal half white, half black artifact that produced for the image. Md was present when malfunction occurred. Machine was shut down to reboot system. Rep was notified again of the occurrence. He requested that it be called into tech support, and someone evaluate the equipment. O-arm was able to produce a 3d image once system rebooted. Md viewed imaging and continued with the operating room case.